Event description:
It was reported that loss of capture and low impedance was observed. During revision, rv lead was found to be in normal apex position, but was not fixated properly. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.